Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator required maintenance, hardware had failed and was not detected on the bus. A field service engineer (fse) restarted the refrigerator and rebooted the station. The fse tested the refrigerator in the hardware test application, restarted the application, performed proactive preventative maintenance, performed temperature calibration verification and verified functionality. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1: (B)(6).

Event description:
It was reported when using the bd pyxis¿ es refrigerator, the refrigerator required maintenance, hardware had failed and was not detected on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.